Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set bent cannula event, with symptoms observed within 3 hours of insertion, which led to hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level was reported to be 400 mg/dl which was managed with correction injection via multiple daily injections (mdi).